Event description:
It was reported the pt experienced shocking or jolting sensations. The pt did not use the device for 9 months, due to this issue. The device was reprogrammed and "after completely cleaning the inside, it started working". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.